Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was 180 mg/dl. The customer reported that after removing the battery out of the insulin pump for four hours as per previous report she still received power error detected alarm. The customer reported that the insulin pump had a power error detected alarm. The customer reported that they could clear the alarm and could complete the rewind process. The customer had previously called to report power error detected. The customer reported that the power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.